Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces applied during the surgery contributed to this observation. Damages at the df-4 connector pin and deformations of the shock coil were detected which occurred most likely during the surgery. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged twice. The second repositioning was not successful. The first repositioning was on (B)(6). During that procedure, the screw came out suddenly. Nevertheless, it was fixed in the ventricular septum with good electrical parameters. The second dislodgement was the next day and when the physician tried to reposition it on the (B)(6), the helix was difficult to retract and extend and it was not possible to fix it. This lead was removed and replaced with a similar lead.